Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The long bipolar grasper instrument was analyzed and found to have a broken conductor wire at the proximal end. The instrument failed continuity test for one of the grips. No obvious damage was seen on the conductor wire at the distal end through visual and microscopic inspection. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy the customer had issues with the long bipolar grasper. The long bipolar grasper stopped working. A second bipolar coed was attempted but it did not work. The procedure was completed with no patient harm.